Event description:
It was reported that a vented micro-volume inlet had particulate matter. The particles were found on either the device or inside the packaging. This was observed when setting up the compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in december, 2023. H11: the actual device was received for evaluation. Visual inspection was performed and dark particulates were identified on the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the cause was likely due to the variations of the manufacturing and/or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.